Manufacturer narrative:
Device passed the self test, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The insulin flow blocked alarm or occlusion alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarm noted during testing. Set the low reservoir reminder alarm for twenty units, installed a water filled test reservoir, and primed device. Verified the test reservoir had fifty units left at the reservoir and on the display. Several boluses were programmed and delivered. The low reservoir alarm activated properly at units left. Continued with an additional twenty five unit bolus delivery and the reservoir estimate at aero unit alarm activated properly. No low reservoir or reservoir estimate at zero unit alarm anomalies noted. Device rewound properly during rewind sequence. No rewind anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm after multiple set changes. The customer's blood glucose was 195mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.